Event description:
It was reported that biomed called to state that the device was not heating water above 15 degrees. They had to put it in manual control at 40c. After several minutes the water was only at 13 degrees. They had drained 0.5l off of the circulation tank and the water immediately jumped to 19c. They discussed this was indicative of the nursing staff overfilling the device. Caller notes that patient has not reached target temp and instead continues to drop. Patient temperature (pt) 29.8c (foley/as), target temperature (tt) 33c, water temperature (wt) 18.8c, flow rate (fr) 3.1lpm, esophageal/bedside correlating, event log shows only alert 11 (patient below low patient alert). Confirmed no heat generation observed, however patient had pneumonia and placed device in manual control to check heater (40c). Manual control ran for 11 minutes and water temperature never increased (was 17c at 11 minutes). They have a as5000 available. They would send this device to biomed a nd waited on the line and confirmed they were able to start therapy with this device ((B)(6)).

Manufacturer narrative:
Per investigational findings, bd has determined that this MDR as not reportable as the reported event was confirmed as user related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed called to state that the device was not heating water above 15 degrees. They had to put it in manual control at 40c.after several minutes the water was only at 13 degrees. They had drained 0.5l off of the circulation tank and the water immediately jumped to 19c. They discussed this was indicative of the nursing staff overfilling the device. Caller notes that patient has not reached target temp and instead continues to drop. Patient temperature (pt) 29.8c (foley/as), target temperature (tt) 33c, water temperature (wt) 18.8c, flow rate (fr) 3.1lpm, esophageal/bedside correlating, event log shows only alert 11 (patient below low patient alert). Confirmed no heat generation observed, however patient had pneumonia and placed device in manual control to check heater (40c). Manual control ran for 11 minutes and water temperature never increased (was 17c at 11 minutes). They have a as5000 available. They would send this device to biomed and waited on the line and confirmed they were able to start therapy with this device (dyary040).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.